Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ sweden investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the spring in the oxford femoral slap hammer has fractured. This event is related to malfunction that could potentially lead to serious injury. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h11. Visual examination of the returned product confirmed that the spring on the instrument has broken. The device returned had damage to the hammer of the slap hammer also. The tension spring has fractured on one side and is no longer attached to the claw. Not all pieces of the spring were returned. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Reported event did not occur in an operating room or as part of a medical procedure; therefore, no medical records are available for review. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.